Manufacturer narrative:
Date of event is estimated. No patient information was reported. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. UDI is not available. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.